Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and the avaulta plus anterior support system and the avaulta plus posterior biosynthetic support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted concurrently with tvh/bso due to sui. It was reported that the patient underwent various mesh trimmings during 2007-2008. It was also reported that the patient underwent a mesh removal on (B)(6) 2012 due to pain.

Manufacturer narrative:
.